Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that he experienced 5 low blood glucose level events. His insulin pump was broken. The insulin pump's blood glucose level went up to 220 mg/dl since the insulin pump was not delivering insulin. The customer was sick and on antibiotics. One out of the five low blood glucose level events required the paramedics. On (B)(6) 2016 the paramedics visited the customer. No other information was provided at the time. His healthcare provider advised to stop using the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test due to motor error alarms. However, the insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The motor passed motor test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.